Manufacturer narrative:
H10: h2, h3, h6. The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found statements related to electrode integrity. A review of risk management files found that the reported failure was documented appropriately. A visual analysis of the customer's photo shows the detached electrode. Visual inspection of the device showed a complete detachment of the electrodes and some discoloration of the tip. The device was connected to a known good controller, which revealed that while the device's tip was detached, the wand was able to electrically activate with no issues. The suction line performed as intended. The complaint was verified. Factors, which may have contributed to the reported complaint include: (1) hitting the tip against a hard surface such as a cannula, bone, etc. (2) extensive use of the wand causing excessive screen/ electrode erosion. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a labrum seal repair under a hip arthroscopy, the electrode screen of the super multivac wand fell off inside the patient. It was removed by suction. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.